Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle devices were difficult to push through to the elongated anatomy in both access sites. After using much force for the first prostyle in the rcfa, the device was able to enter the artery, and the suture was preplaced. A second prostyle experienced resistance inserting. The vessel was dilated again with an 8f sheath; however, the sheath did not enter the vessel. A third prostyle was attempted prior to activating the hydrophilic coating; however, the device could not be inserted. By now, quite a subcutaneous hematoma had developed so we decided to close the right groin with the prostyle that did lie in-situ. No treatment was given for the hematoma. Hemostasis was achieved with the one pre-placed prostyle suture in the rcfa. In the lcfa, the same issue occurred in the predilated vessel. Insertion of prostyle devices ceased. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. A non-abbott device achieved hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The difficult to insert cannot be confirmed as it is related to procedural circumstances and as such cannot be replicated in a lab environment. The deformation of the tip was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effect of hematoma is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulty appears to be related to the circumstances of the procedure. Factors that may contribute to difficult to insert are related to patient anatomical interaction, gw interaction, and angle of insertion. Based on the information provided, it is likely an interaction with anatomy occurred, as the reported, ¿I looked at the CT afterwards and saw that the cfa had a peculiar anatomy that was very elongated. Probably the prostyle got stuck in the curves and as a result they were not feeding well into the vessel.¿ indicates. Analysis of the devices did not indicate a product quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.